Event description:
It was reported that the first image on the 9800 system was reversed, also, there was a communications error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor power supply was found unplugged. The cpu and image processor were replaced and the software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.